Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.0x19 mm graftmaster stent was used to seal bleeding of the right profunda branch. The stent was deployed successfully; however, there was still a leak present. A balloon catheter was advanced and inflated with an excellent response. There is still a minimal leak present, but it is significantly improved. The procedure was ended and the patient transferred to the post-angioplasty unit for monitoring as her condition remains guarded. No additional information was provided.